Event description:
The patient was reportedly experiencing overly loud sensations and headaches. The medication (unknown) was prescribed for the patient's headaches by the patient's pediatrician. It was reported that the patient's headache subsided by not wearing the external equipment for two months. Testing showed that the patient's device is functioning. Surgery to explant the patient's device is under consideration.